Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found a tear on the haptic. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that a 12.6mm micl12.6 implantable collamer lens, -7.5 diopter, was torn while being loaded and there was no patient contact. The backup lens was implanted. The reporter stated that the cause of the event was unknown.